Manufacturer narrative:
(B)(4) . No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that only the distal segment of the lead was received. Insulation abrasion exposing the outer coil was noted at 41.9 cm to 42.0 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This is to advise of an event observed during analysis.